Event description:
A surgeon reports observing what he describes as a grayish haze on the posterior side of the intraocular lens (iol) after implantation. The surgeon feels the haze may be impacting the patient's vision. A yag casulotomy was performed with no improvment noted. The patient has been scheduled for a second opinion. Additional information has been requested.